Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. Access was obtained through the radial artery. The 80% stenosed, 18mm long by 2.8mm wide, eccentric and de novo target lesion was located in the non-tortuous and non-calcified distal left circumflex (lcx). Without predilating the lesion, a 20x2.75mm taxus liberte stent delivery system (sds) was introduced into the patient and the shaft kinked. The physician tried to straighten out the kink, however the shaft broke into two pieces outside the patient at the mid to proximal part of the shaft. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "stable".

Manufacturer narrative:
Corrected - device lot number corrected from 13092700 to 0012896550, device manufactured date corrected from 11/25/2009 to 09/02/2009. Device evaluated by manufacturer- a visual and microscopic examination of the returned complaint device revealed a shaft break and kinks. The hypotube was broken approximately 21cm distal from the catheter's strain relief. Further examination identified kinks along the entire length of the hypotube. Microscopic examination of the balloon found no issues with the balloon material, tip or the crimped stent that could have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. There was no solidified blood or contrast media present on or within the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. Access was obtained through the radial artery. The 80% stenosed, 18mm long by 2.8mm wide, eccentric and de novo target lesion was located in the non-tortuous and non-calcified distal left circumflex (lcx). Without predilating the lesion, a 20x2.75mm taxus liberte stent delivery system (sds) was introduced into the patient and the shaft kinked. The physician tried to straighten out the kink, however the shaft broke into two pieces outside the patient at the mid to proximal part of the shaft. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "stable".